Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call to get MRI information. It was reported that an MRI facility refused to scan the patient because they couldn't connect to the ins to confirm that therapy was turned off. The caller indicated that they think that the ins is depleted. The caller reported that the patient's daughter was told the ins was probably no longer good. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed MRI information. Later that day, an MRI tech called and said that the pt's device according to the family is not working (for years) and pt was never issued a programmer. No other info was known. Technical services redirected to managing hcp to interrogate implant and determine MRI eligibility from there. Additional information received from the patient that they were not having a lot of bladder control. Repeated same information that battery is depleted. Additional information was received from the healthcare professional. It was reported that the hcp stated that patient's daughter estimated it has been many years since the device has done anything or been used and assume it's dead. Caller had note from physician (unknown name) that stated they tested the device and upon interrogation with interstim programmer, it was found that the device is currently off and it is safe to undergo brain MRI. The physician's note only indicated ins was off, there was nothing that indicated it was dead or unable to be interrogated. However, patient's daughter stated that they weren't able to do anything with the device and weren't able to connect to it at all. Tss reviewed MRI labeling about ensuring ins is off and there isn't specific verbiage to speak to if ins is dead. Tss reviewed concerns if ins isn't off and that if they aren't able to ensure ins is off, then proceeding with the scan would be outside of labeling.